Event description:
It was reported that the first capsule failed to attach to the patient's esophagus. The capsule placement was verified endoscopically, and after the failure to attach, the capsule was found in the patient's mouth and was retrieved by hand. A second attempt to attach a capsule was made but was also unsuccessful, which is also found in the patient¿s mouth. Tried to use another capsule (third attempt) and it was attached successfully. The patient remained stable, experienced no harm or symptoms, did not require additional airway support or unplanned hospitalization, and there were no complications or adverse events reported. There was no patient or user harm.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d10, g3, h6 updated rnfr d10 concomitant products: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#:67021f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first capsule failed to attach to the patient's esophagus. Capsule placement was verified endoscopically, and after the failure to attach, the capsule was found in the patient's mouth and was retrieved by hand. A second attempt to attach a capsule was made but was also unsuccessful, which is also found in the patient¿s mouth. Tried to use another capsule (third attempt). The patient remained stable, experienced no harm or symptoms, did not require additional airway support or unplanned hospitalization, and there were no complications or adverse events reported. There was no patient or user harm.

Event description:
It was reported that the capsule failed to attach to the patient's esophagus. The capsule placement was verified endoscopically, and after the failure to attach, the capsule was found in the patient's mouth and was retrieved by hand. A second attempt to attach a capsule was made but was also unsuccessful. The patient remained stable, experienced no harm or symptoms, did not require additional airway support or unplanned hospitalization, and there were no complications or adverse events reported. There was no patient or user harm.

Manufacturer narrative:
D10 concomitant product: unk-bravo, unknown bravo (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.